Manufacturer narrative:
The returned device was evaluated and the pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported event. The exact cause of the reported event could not be determined. After investigation, no damages, leaks or tears were found in the fluid path that would have resulted in fluid leaking. The external portion of the soft cannula was observed to be bent/ kinked. The external cannula damage did not impact fluid flow. The timing and cause of the external cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod adhesive failed to adhere and the pod was leaking during wear. As treatment, the patient applied a new pod.